Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the acecide bottles could not be loaded into the device. Upon troubleshooting with the technical assistant center (tac) specialist, it was noted that there was a great temperature variance from room temperature when the acecide bottles had arrived at the facility. However, once the bottles were acclimatized after a period of time passing, the acecide bottles were at room temperature and could be loaded into the device. The issue was resolved. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no abnormality in the equipment. The event occurred because temperature of acecide exceeded specified temperature during storage, causing acecide bottle to expand and interfered with disinfectant bottle drawer. The oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in this manual. If any irregularity is observed, do not use the equipment and inspect it as described in 8.1, ¿troubleshooting guide¿. If the irregularity is still present, the equipment must be repaired prior to next use. Olympus will continue to monitor field performance for this device.